Manufacturer narrative:
Concomitant medical products: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 457453 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection at the pocket site and wound dehiscence. Two previously capped pacing leads and the active implantable pulse generator (ipg) system were explanted and a temporary pacing system was made available. No further patient complications have been reported as a result of this event.